Event description:
Event description guidant received information that this implantable lead and the cardiac resynchronization therapy defibrillator (crt-d) were explanted for oversensensing, and high thresholds. A fracture was suspected. When attempting removal of the lead, the laser sheath was too small, and it sheared off a portion of the lead. A guidant technical services representative discussed the size of the laser sheath used was the same that was recommended by the manufacture. The angle of the lead and the scar tissue may have contributed to the tightness of the sheath. The entire lead was unable to be fully extracted.